Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6). H3) the software analysis was completed and the behavior described is the intended behavior of the software. Software is functioning as designed. This ended up being user error by the neurosurgeon. They were not able to lock the locking ring because where they had positioned the mayfield skull clamp. By not doing this, the guide stem would move after locking trajectory and removing the navigus probe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unique identifier was not known at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: 9735736, version #: 1.2.0. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the biopsy needle was not tracking during a biopsy for a tumor procedure. They locked trajectory and the needle was tracking. They went to remove the specimen and when the needle was put back into the guide stem for the second specimen biopsy the needle would not track. They opened a new needle and rebooted the system but the issue did not resolve. Technical services recommended unlocking the trajectory and putting the probe in and relocking trajectory to ensure guide stem did not move to the amount that the needle could not be tracked. The site was going to attempt that and let the manufacturer representative know the outcome. There was a 10 minute delay in the procedure. No impact on patient outcome. No further information is known.

Event description:
Additional information was received confirming that the issue was resolved through technical services recommendation of unlocking the trajectory and putting the probe in and re-locking trajectory to ensure the guide-stem did not move to the amount that the needle could not be tracked?

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this was user error. The surgeon was not able to lock the locking ring because of where he positioned the skull clamp. By not doing this, the guide would move after locking trajectory and removing the probe.

Manufacturer narrative:
H2: additional information received. B5 has been updated. H2/h3/h6: the system was serviced in the field. Instrument testing failed. It was determined that this was user error. The surgeon was not able to lock the locking ring because of where he positioned the skull clamp. By not doing this, the guide would move after locking trajectory and removing the probe. The system checkout was completed and the system was performing as intended. Codes 10, 114 and 19 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.